Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
Went to remove an ob tampon and the string broke off. [Device breakage] could not remove the tampon, went to the ER to have it removed [foreign body in reproductive tract] case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a female of unspecified age who was using o.b. Original tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date (reported as a long time user), the patient started use of o.b. Original tampons. On (B)(6) 2023, after inserting the product, the patient went to remove the tampon and the string broke off. She could not remove it and had to go to the emergency room (also reported as an urgent care) on the same day. Subsequently, they used instruments to remove the tampon. As of (B)(6) 2024, the status of product use was discontinued. No additional information was provided.

Event description:
Went to remove an ob tampon and the string broke off; went to remove it a few hours ago, when she pulled the string the string broke [device breakage] could not remove the tampon, went to the ER to have it removed; tampon is only been retained a part of this day; foreign body in vagina [foreign body in reproductive tract] case narrative: on 18-jan-2024, a spontaneous report was received from a consumer regarding a female of unspecified age who was using o.b. Original tampons (tampon, menstrual, unscented). On 14-mar-2024, additional information was received in the form of medical records. . Medical history and concomitant products were not reported. On an unreported date (reported as a long time user), the patient started use of o.b. Original tampons. On (B)(6) 2023, after inserting the product, the patient went to remove the tampon and the string broke off. She could not remove it and had to go to the emergency room (also reported as an urgent care) on the same day. Subsequently, they used instruments to remove the tampon. As of (B)(6) 2024, the status of product use was discontinued. No additional information was provided. On (B)(6) 2024, it was learned that patient was 46 years old. Medical history was updated to include breast cyst left, uterine fibroid, fibrocystic breast, ovarian cyst, benign left breast cyst surgery, and no known allergies. Concomitant products were updated to include lexapro (escitalopram oxalate) 10 mg tablet, iron oral (ferrous sulfate), and valtrex (valacyclovir) 1000 mg tablet. On (B)(6) 2023, the patient presented to the hospital emergency department with concerns of a retained tampon. The patient went to remove it a few hours before presentation, when she pulled the string, it broke. She did not attempt to remove it manually after that occurred. The tampon had only been retained for part of that day with no symptoms. The patient¿s blood pressure was 127/82 (units not provided), body temperature was 97.6 degrees f, heart rate was 54 (units not reported), respiratory rate was 16 (units not reported), and oxygen saturation was 100%. On physical examination, patient was found to be normal appearance, no abnormality was detected (nad), skin with no rashes, neck was supple and no tenderness, thorax and lungs were easy breathing at rest, she spoke in full sentences without distress. Her abdomen was not distended. Back with no tenderness. Extremities with no edema. Her speech was fluent and she moved all extremities. Her mood was normal. Upon pelvic exam, her external genitalia was normal. Mucosa appeared normal with no bleeding. There was a retained tampon visualized. The patient was diagnosed with a foreign body in vagina and was treated. The tampon was removed under pelvic exam with alligator forceps without complication. On (B)(6) 2023, the patient was discharged in good condition. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.